Event description:
This spontaneous report was received on 23-aug-2011 concerning a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer noticed that dispenser of reach johnson & johnson floss fluoride mint waxed (lot number: 3480d and expiration date: unspecified) popped off and the part that had cutter came off. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.